Manufacturer narrative:
This case was initially received via regulatory authority (reference number: (B)(4)) on (B)(6) 2020. The most recent information was received on 20-feb-2020. This spontaneous case was reported by a health professional and describes the occurrence of metrorrhagia ('metrorrhagia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy for laparoscopy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the metrorrhagia and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and metrorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: ruled out an associated pathology. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (reference number: (B)(4)) on 23-jan-2020. This spontaneous case was reported by a health professional and describes the occurrence of metrorrhagia ('metrorrhagia') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required) and fatigue ("fatigue"). The patient was treated with surgery (bilateral salpingectomy for laparoscopy in (B)(6) 2017). Essure was removed in (B)(6) 2017. At the time of the report, the metrorrhagia and fatigue outcome was unknown. The reporter provided no causality assessment for fatigue and metrorrhagia with essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysteroscopy - on an unknown date: ruled out an associated pathology. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.